Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission and auto mode switch (ams) entry episode revealed an almost isoelectric baseline on the ventricular sense amplitude channel during left ventricular (lv) cap confirm automatic testing. Detailed review of the device image analysis showed that there was no functional or true loss of capture during the lv cap confirm test prior to the ams entry with both lv and right ventricle (rv) leads capturing appropriately during the testing. The ams episode was determined to be inappropriate and was attributed to far-field oversensing of the rv backup pulse. No intervention or changes were performed as the patient was unable to visit the clinic. The patient remained in a stable condition.